Manufacturer narrative:
Field retained device.

Event description:
A company representative reported that two navigated kwic needles became stuck in a patient's pedicle intra-operatively and an orthopedic slap hammer was required to extract the kwic needles which were removed in one piece. The procedure was completed successfully with a ten minute surgical delay and no adverse consequence to the patient. This report captures the first of two kwic needles.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that two navigated kwic needles became stuck in a patient's pedicle intra-operatively and an orthopedic slap hammer was required to extract the kwic needles which were removed in one piece. The procedure was completed successfully with a ten minute surgical delay and no adverse consequence to the patient. This report captures the first of two kwic needles.